Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that brief sensor issue occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient reported that her continuous glucose monitoring (cgm) device entered a brief sensor error state during which no cgm values were available. The patient was unsure how long the device remained in this state. Due to experiencing mental confusion, she contacted emergency services (911) and was subsequently transported to the emergency room, where she was hospitalized. The patient declined to provide dexcom with additional details regarding the event, including any treatment received or the duration of her hospital stay. No further patient or event information was made available. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.